Manufacturer narrative:
Evaluation statement :the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the distributor that two of their 8x23 mm milagro advance screw broke during an acl procedure. He stated the surgeon went to insert the first anchor and it sheared in half upon insertion. The surgeon took out both pieces of the first anchor and went to insert the second anchor in the same bone hole and the distal tip broke. The surgeon removed all broken pieces of the second anchor and inserted a third anchor in the same bone hole that held and completed the procedure with no patient consequences. The sales rep stated it delayed the procedure no more than 15 minutes and all complaint devices were already discarded by the customer. This was a 26 year old male and this was a revision surgery. He had hard bone and they used a universal modular drive to insert the screws. This was bone tendon bone and both times the surgeon tapped. There were no pictures that could be provided. No further information could be provided.

Manufacturer narrative:
Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-51276. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.